Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving an alert for low, out of range, pacing lead impedance on the right atrial lead. The lead replacement will be scheduled when the device is at eri. The patient was stable pre- and post-alert.

Event description:
New information received notes that during the normal device change out due to eri, the lead was capped and replaced on (B)(6) 2019. The patient was stable pre, during, and post-procedure.